Event description:
(B)(4). It was reported the patient experienced communication problems with his implantable neurostimulator (ins). It was stated the patient had been unable to recharge the ins and observed a ¿reposition antenna icon¿ starting about two weeks prior to report. It was also stated the patient had been unable to communicate with their programmer for the two weeks prior to report. It was reported the patient experienced ¿no stimulation sensation¿ starting ¿about two weeks¿ prior to report also. It was noted the patient last successfully recharged the ins ¿about one month¿ prior to report. It was additionally noted the patient ¿had many tests done such as CT scans¿ for an unrelated medical condition. It was stated the patient had not received an MRI or experienced any falls. Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had to meet with a manufacturer representative at the hospital to get the device started again. The patient reported that the device was jump started in 2012 or 2013. No further complications were anticipated.

Event description:
Additional information was received from the patient. It was noted that the patient had no idea what his weight was during the instance of being unable to recharge in 2013.